Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the controller was not charging. Caller stated they have had it plugged into the ac power supply for 30 minutes but it's dead and doesn't do anything. Caller stated this started back at the end of november and mentioned the patient hasn't been using it a lot but now is getting back to where they need it, so they're trying to charge the controller up. The manufacturer's patient services specialist (pss) walked caller through removing the battery pack and plugging controller into the ac power cord; the controller did not power on. Caller denied any visible damage to the battery pack and ac power supply. Caller noted the controller screen has a small crack that they put nail polish on some time ago but stated it has worked just fine since then, so it's not related. Caller added that the controller rattles when shaken like there's something inside. Caller confirmed the ac power supply had the green light. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type: programmer. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6) revealed corrosion: main board and lcd damaged beyond repair. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.